Manufacturer narrative:
A preloaded delivery system (pcb00) was returned to the manufacturer for evaluation. The pcb00 device was visually inspected and the plunger component was completely in advance position. Scarce amount of viscoelastic was observed. No particles or debris were identified in the return sample. It was initially reported that particle was not found after removal from the patient's eye; therefore, the cause of the complaints debris / particles could not be determined. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of the lens pcb00 there was a white particle in the patient¿s eye. The doctor removed it with a mcpherson forceps. There was no need to enlarge the wound and there was no patient injury. The particle was not found after removal of it from the inside of the patient¿s eye. In follow-up, it was indicated that the iol remained implanted in the patient's eye. The origin of the particle was not known. Also, it was noted that amo healon 0.85 was used for the surgery and was thrown out. A separate medical device report is being filed for the healon.

Manufacturer narrative:
If explanted, give date: not applicable, the intraocular lens remains implanted. (B)(6) all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The results of the functional testing performed in this production order were found within specifications. No deviation or non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR, both adverse event and product problem were chosen. In review, the event was not an adverse event, but a product problem. Corrected to reflect product problem. Required intervention was chosen. An adverse event did not occur; therefore, intervention was not required and was chosen in error. All pertinent information available to abbott medical optics has been submitted.